Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. Upon firing of the device, seven clips conforming and two clips with gap were fed. It could not be determined what may have caused the clips with gap. In addition, the device locked out as intended but the orange indicator was not visible. Please note that the clips with gap and the indicator failure are unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied the ligamax clip applier to the vessel and fired, but noticed that the clip had not formed as anticipated. The staple was malformed and was not ligating the vessel. He removed the clip and dry fired the applicator twice to ensure subsequent clips fired correctly, and was satisfied that they were. He then went to fire the applicator on the vessel a second time, but the applicator then locked on the vessel and the handle of the device could not be pulled apart. A second ligamax had to be opened and fired either side of the device before it could be cut off of the vessel. The vessel portion remains in the jaw of the device. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient.